Event description:
Covidien- (B)(4) service center received a n-550 for service repair. During the evaluation of the n-550, an audio failure was also determined. Replacing the speaker corrected the audio problem. The hospital was informed of the audio failure, and info from the hospital was that a pt was involved, however, no report of pt harm was received.

Manufacturer narrative:
The initial reported condition by the customer was unrelated to the audio failure; service reseated a battery of the n-550.